Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred.the target lesion was located in a moderately tortuous and severely calcified vessel. A 2.75 x 16mm synergy xd drug-eluting stent was advanced for treatment. However, during inflation at around 8 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.